Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1lg6j serial# implanted: 2017-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient, and from the patient. The patient reached out to their friend with a concern over their device for bowel control. At 1:40 pm on 2021-(B)(6), they reported they were in a world of hurt around and directly above their ins. They tried to get in to see their doctor, and they would not offer them an appointment since the doctor was so booked out. They were having a hard time moving normally and could not change positions without pain. They could not lean back in their chair due to pressure from the ins and wires, which increased when they did this. Pain shot up their back and down around their hip. They were taking ibuprofen and icing very regularly. When asked if the device was on or off, they reported it was on. They were encouraged to call the manufacturer help line for further troubleshooting and to call their doctor's office as well. The following day, the patient reported pain in their lower back, right by the device. The lead was protruding, which started around the end of last year. Over the last year, they had lost weight and said they were a nurse and were super busy. They also mentio ned they had a torn labral ligament on that same side (no allegation related to device/therapy). They had turned stimulation off and that had lowered the pain, however, it was still there. They called their healthcare provider's office to schedule an appointment, and the earliest they could be seen was in october, however, they were on a cancelation list. The option to keep stimulation off until their appointment was reviewed, however, they said that would affect their symptom control. The option to switch programs and monitor and track what they noticed on each program was reviewed, and that maybe they might find one that was not contributing to the situation. It was recommended that whoever did the actual programming be at the scheduled appointment in order to run some diagnostics. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they issue has not been resolved and that they turned it all the way down and have an appointment on (B)(6) 2021. They further stated that the wires from the battery pack and the battery continue to shift and cause pain in the lower back, . No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient thought they needed something fixed with their device. They stated they had x-rays done that made it appear their ins had shifted and was causing them pain in their right hip and pelvis. At night they could not lift their leg to bed due to pain. They suspected it was caused by either weight loss, a fall, or horseback riding. No patient complications were reported as a result of this event.